Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Reason for device explant and/or reoperation: dehiscence of the supra-areolar wound. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast reconstruction surgery with two 640cc mentor memorygel breast implants experienced dehiscence of the supra-areolar wound bilaterally with infected left breast implant post procedure. As a result, patient underwent bilateral removal on (B)(6) 2019. This report is for the right sided device. See 1645337-2019-23169 for contralateral prosthesis report.